Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room with documented pacing pauses and a rate in the 30-40 bpm range. There were also some stored atrial tachycardia response (atr) events which show the patient¿s atrial fibrillation (af) is being sensed. Some of the inhibition was noted to coincide with lead testing for intrinsic amplitude. However, the patient experienced some 4-5 second pauses while at maximum device output. A revision procedure was performed and the right ventricular (rv) lead and the device were removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.